Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: clarification of information received from the sales rep. The reported iab was never fully inserted in to the patient. At the time of insertion blood showed up as blood in the balloon and it was removed before it was fully inserted and a new balloon was prepped and used.

Event description:
It was reported that when the intra-aortic balloon (iab) was being placed blood was leaking back from the balloon. As a result, another balloon was prepared and inserted successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was being placed blood was leaking back from the balloon. As a result, another balloon was prepared and inserted successfully. There was no report of patient complications, serious injury or death.